Manufacturer narrative:
This report is filed on march 22, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Subsequently the device was explanted (date not reported).

Manufacturer narrative:
Correction: the previous or initial MDR submitted on march 22, 2018 was filed inadvertently, no explant has occurred and the implanted device remains in situ.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted december 19, 2019.